Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: three infusomat pumps displayed a 2150 alarm. When nurses attempt to modify the norepinephrine dosage on these pumps, the same alarm appears. Consequently, the pumps must be turned off and reprogrammed to resume treatment, posing a risk to patients receiving vasopressors. This issue has occurred on three separate occasions across three different pumps. The other two pumps reports are under the following mdrs below: MDR # 9610825-2025-00189, MDR # 9610825-2025-00191.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.